Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colon surgery, in the case of appendicitis peritoneum inflammation, when trying to resect the cecum, the device could not be fired. The procedure was completed with another device. There was no patient harm.